Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received unexpected restart alarm. The customer's blood glucose level at the time of incident was 134mg/dl. It was reported that the alarm was recurring during normal use. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and self tests. No unexpected restart alarm was noted during testing. No restart/reset time/date anomaly was noted. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.